Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-dec-2021 to 15- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer and solenoid got damaged. The field service engineer replaced the solenoid and interface board and reconfigured the drawer to resolve the issue. The system functioned as intended after being troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that matrix drawer 1 solenoid plastic casing was warped due to being constantly energized and the drawer's interface board had a small black spot near one of its resistors. The device was inspected for additional thermal damage, but none was observed, the affected components were replaced to resolve, and the unit was put back into service. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this event.